Event description:
It was reported that the patient still has ''terrible halos around all lights, especially while driving''. The patient had cataract surgery in both eyes more than four years ago. The patient cannot drive at night since the lenses were implanted. An MDR is being submitted for each eye. This MDR is being submitted for the right eye.

Manufacturer narrative:
Explant: n/a (not applicable) - lens remains implanted at the time of submitting the MDR. All pertinent information available to abbott medical optics has been submitted. Placeholder.